Event description:
Additonal information received reported strong jumpers were noticed while lifting the flap.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The root cause cannot be determined conclusively. The manufacturer internal reference number is: 2018-89756

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during flap creation there was a vertical, uncut area on the edge of the flap. The surgery was completed by lifting the flap with a stratifier. The next day after surgery, the flap adjacent interface was clean. The flap looked puffy.